Manufacturer narrative:
Follow-up #3 supplemental sent to correct information previously submitted; follow-up #1 should have stated that testing on the test strips confirmed the complaint. The alert date for this follow-up should read (B)(6) 2015. Appropriate evaluation codes have been included in this supplemental.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The test strips have been further evaluated by product analysis with the following findings the test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.